Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 115 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the display board. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.